Event description:
The customer reported that mts ID tipmaster pipettor dripped fluid. Fluid drip from the pipettor can lead to carry over / cross contamination and incorrect dispense of fluid which may lead to variations in antigen / antibody ratio and possible erroneous test results. The customer observed the issue and took the pipettor out of use, preventing erroneous results from being reported.

Manufacturer narrative:
The pipette is no longer covered under warranty. The customer was instructed to discontinue use of this instrument. The instrument was not returned for evaluation, and the root cause of this event is unknown.